Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for leak and air embolism. It was reported that the patient with functional mitral regurgitation (mr) of grade 3, underwent a mitraclip procedure. The clip delivery system (cds) was prepared for use per instructions for use (IFU). During the procedure, the clip was advanced to the left ventricle. During leaflet grasping attempts, it was noted a loss of fluid column in the delivery catheter (dc) handle. The drip rate was expedited and the device was flushed. Air bubbles were noted in the patient anatomy; however, no aspiration was required, as the air dissipated. The procedure continued with implantation of one clip, reducing the mr to grade 1. There were no adverse patient sequelae. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: it was confirmed that the clip was not implanted and the procedure was continued using a second clip delivery system (cds). No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported leak could not be determined. The air embolism appears to be related to the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.